Manufacturer narrative:
G4: 18may2020. B4: 21may2020. The customer reported that the unit still had a fluctuating tidal volume with certifier in line and the correct test set up. The exhalation port was not blocked and the issue was intermittent. The customer reported that the data acquisition board was replaced and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30apr2020.

Event description:
It was reported that the unit was alarming and the tidal volume dropped from 105 to 30 after 15 minutes of use on a test lung. The device was in use at the time of the event; however, there was no patient harm. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer run a full performance verification test.